Event description:
Customer reported that he was entering the blood glucose value into the insulin pump and the numbers on the screen started ramping on their own. Customer does not recall any significant events leading to the keypad issue. Blood glucose 99 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.